Event description:
The pt stated that he experienced low blood glucose of 44 mg/dl at 4:40pm in 2007. He stated that this low reading was expected because he had worked physically. The pt stated that later, he bolused 5 units of insulin after a "fatty" dinner and at 10:16pm, his blood glucose measured 321 mg/dl. The pt bolused 4 units of insulin and at 7:17am the following day, his blood glucose measured 283 mg/dl. The patient changed his infusion site, bolused 3 units of insulin, ate breakfast, and bolused 5 units of insulin. The pt stated that he began to feel nauseated, thirsty, and weak at noon while at work and at 12:55pm, his blood glucose measured 565 mg/dl. The pt disconnected from his infusion site and programmed a .5 unit bolus. He stated that no insulin dripped from the tubing. The pt then ran a prime and he stated the piston rod did not move. A colleague of the pt's drove him home and he stated he vomited 3 times. The pt stated that he began insulin injections and his blood glucose decreased. The patient stated that his normal blood glucose range is 60-160 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.